Manufacturer narrative:
A customer notified biomérieux of obtaining discrepant results between their vitek ms instrument (ref. (B)(4); serial# (B)(6) which gave a result of vibrio campbellii, and bruker results of vibrio harveyi. Expected identification was not confirmed using a reference method (i.e. Sequencing). Biomérieux investigation was conducted. Fine tuning: fine-tuning status was not reliable at the time of the customer¿s test. Several mandatory criteria were not met as prerequisites to monitoring the system with vilink alert tool. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous (should be homogeneous). Knowledge base (kb) review: vibrio harveyi is present in the vitek ms kb v3.2. The suspected misidentification was obtained with a low identification score (-0.34 and -0.24) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Testing: strain submittal was requested of the customer by biomérieux. The submitted strain was tested according to the following protocol: 5 spots with customer strain were tested with vitek ms v3. Biomérieux quality control laboratory reproduced the vitek ms customer results : vibrio campbellii for 4 out of the 5 tests. 16s sequencing was also performed with the submitted strain. The customer strain was identified as vibrio owensii. This species is not present in the vitek ms kb v3.2, nor in the next vitek ms kb version currently in development the following information is noted within the vitek® ms v3.2 knowledge base user manual (ref. 161150-923-a): ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ vitek ms r&d department has recorded the change request (cr n° 2860) in order to add vibrio owensii to a future vitek ms knowledge base. It was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique, as well as reviewing with them mandatory criteria for fine-tuning.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of vibrio harveyi as vibrio campbellii while testing a patient strain from a stool sample using the vitek® ms instrument (reference # 410895, serial number (B)(4)) using knowledge base (kb) version (B)(4). The customer received a stool specimen from a hospital which had been identified as v. Harveyi by biotyper. Customer subcultured the specimen obtained from the hospital, and re-identified it using both the vitek ms system and bruker biotyper. Vitek ms reported v. Campbellii while bruker biotyper reported v. Harveyi. Therefore, customer further identified the specimen by means of biochemical tests arginine/lysine/ornithine and sucrose. Results showed conformance with the property of v. Harveyi while conflicted with v. Campbellii. No incorrect results were reported by customer. Customer reported the result as vibrio spp. The customer confirmed that this event didn't impact the patient state of health or lead to a delay of results. A biomérieux internal investigation will be initiated.